Event description:
(B)(4) reported that the "balloon ruptured while inside the artery with 3 out of the 4 catheters delivered to sterile field. There was significant loss of blood (2200 ml total blood loss from procedure) and extended operation time by 10-15 minutes. I have attached 4 devices, but only 3 ruptured; unable to determine the one that did not rupture. Patient did have low blood pressures at the middle of the procedure-anesthesia recommended to stop case. Patient was taken to recovery room, but patient was not taken back to or due to the low bp. He was transferred to ICU where he later expired. Primary procedure: thrombectomy/embolectomy; iliac, femoral, popliteal bypass graft, left. Additional conversation with the reporter indicated that since the patient was losing a lot of blood the physician stopped the procedure and it was not completed. Attempts to obtain additional clinical information, including characteristics of the vasculature and actual cause of death, have not yet been successful.

Manufacturer narrative:
The catheter involved in the complaint has not been returned for evaluation. The complaint of balloon rupture could not be confirmed without a product return. A review of the manufacturing records indicated that the product met specifications upon release. Review of the available information does not make it possible to determine that cause of the balloon rupture reported with any certainty. Although the clinical details have not yet been clarified, per the IFU, the catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g., chronic clot, atherosclerotic plaque). The actual cause of death has not yet been made available; however, it is possible that the patient's advanced age (B)(6) and complex medical history may have contributed. No actions will be taken at this time. (B)(4).